Event description:
The string disconnected from the main body- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon string disconnects from the main body. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.